Event description:
It was reported that on (B)(6) 2010, a 2.5x28mm and a 3.0x28mm promus stent was successfully implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2010, the patient experienced elevated creatine kinase (ck), less than 2 times the normal upper limit. There was no reported treatment and the patient was discharged from the hospital that day. In (B)(6) 2013, the patient expired in his house from unknown causes. Per study site, the relationship between the death and the device is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of death: estimated. Date of event: estimated. Therapy dates: estimated. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported device malfunction and the product was not returned. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.